Event description:
Approx seven weeks after the repair (revision) of left rotator cuff rupture with orthadapt augmentation, the pt had swelling at the surgical incision. After making a small cut and pressing on the area, thick material discharge was noted.

Manufacturer narrative:
No conclusion can be drawn. Sample of the discharge material was evaluated: pathology lab indicated presence of cartilage materials which could be remnants from the surgical procedure. No graft material was present. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.